Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully started their sensor session. This was the third incident, so the pump was replaced.